Event description:
The device was received for service. During service testing, failure code 814:01 was found in the event history. According to the hospital representative there was no patient injury or medical intervention reported. No additional information was provided.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on (B)(4), 2007. Evaluation summary: the device evaluation was completed and failure code 814:01 was confirmed (in event history) due to potentially damaged batteries. Baxter service technician installed new main batteries and tested the device. A review of the complaint history revealed similar reports have been received for this product and the reported issue. This issue is being investigated under CAPA, (B)(4).